Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: va0lkpd, implanted: (B)(6) 2015, product type: lead. Product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3998, lot#: va0lkpd, implanted: (B)(6) 2015, product type: lead. Product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient noticed a change in stimulation coverage, so the manufacturer representative interrogated the patient¿s battery and noticed high impedances on all contacts. The patient reports that she was moving and lifting heavy objects recently which may have been a contributing environmental factor as she noticed the change in stimulation around that time. The patient is getting x-rays and a CT scan per the health care provider to check on the lead. The patient may get a lead revision to check extensions and the lead. The primary cell battery life is still okay. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had been lifting objects about a month and a half before the initial report and the patient noticed the change in stimulation a month before their appointment. The patient did not have a follow-up appointment scheduled yet and it was unknown if the x-rays/CT scan had been completed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a lead revision will take place in mar 2019. No further complications are anticipated.